Event description:
As reported by the edwards field clinical specialist (fcs), during a transapical tavr procedure the surgeon noted the patient¿s pericardium tore while he was placing the pericardial stay sutures. After the ascendra sheath was introduced the very friable apex began bleeding heavily and bypass was initiated in order to decompress the heart. Per additional information received from the fcs, the physician confirmed the patient was doing great post tavr. The bleeding was managed intra-operatively with no further consequences to the patient. Per the report received, this is a (B)(6) male patient was in cardiac arrest one week pre-tavr. The arrest was thought to be caused by severe aortic stenosis; he had an aortic mean gradient of 90mmhg. The patient underwent an emergent valvuloplasty and was scheduled for a tavr procedure four days later. During the tavr case, the balloon valvuloplasty was performed and then a 26mm sapien valve was deployed in a stable 50:50 position. Following valve deployment there was trace paravalvular leak and trace central aortic insufficiency noted. The sheath was withdrawn and the apex was closed with multiple pledget sutures without difficulty. The patient was weaned off of bypass and de-cannulated without incident prior to transfer to the ICU.

Manufacturer narrative:
The following sections of this report were corrected: product code and PMA number.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good haemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, patient factors appear to have caused and/or contributed to these events. Per report, the patient was elderly with very friable apex tissue and the pericardium began to tear prior to introducing the ascendra sheath. There is no indication this event was related to dysfunction of the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.